Event description:
It was reported that the patient had no stimulation sensation after a CT scan and an xray (stated to be unrelated to the stimulator) the day of the report. The recharger was not finding the stimulator. The patient had last charged the day prior. Additional information was requested, if received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 389133, lot# j0421737v, implanted: (B)(6) 2004, product type: lead. Product ID: 389133, lot# j0340683v, implanted: (B)(6) 2004, product type: lead. Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2003, product type: programmer, patient. (B)(4).